Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient had a broviac placed in the right ij on (B)(6) 2017. The broviac broke while at home, at the connection where the line enters the hard white plastic piece connected to the needless connector. The patient was brought to the pediatric emergency department for repair, the line was repaired and the patient was sent home.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed and based on the reported event, it was determined that the break occurred during use. One 4.2 fr broviac catheter was returned for investigation. Evidence of use was observed on the sample. The printing on the clamping oversleeve was partially worn. Debris was observed within the crevices of the clamp. The crimp collar had been moved over the clamping oversleeve distal to its manufactured position. The connector stem was fractured at the shoulder of the luer adaptor keyway. The stem remained in the proximal end of the catheter. The proximal end of the luer adaptor was received separate from the catheter. Due to the condition of the returned sample, the lack of any observed manufacturing defects, and the duration of use, it appeared that the catheter was damaged during use. It was reported that the catheter was placed in (B)(6) 2017 and the damage occurred in (B)(6) 2017. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the patient had a broviac placed in the right ij on (B)(6) 2017. The broviac broke while at home, at the connection where the line enters the hard white plastic piece connected to the needless connector. The patient was brought to the pediatric emergency department for repair, the line was repaired and the patient was sent home.